Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set fell off event while changing clothes on date 25-june-2024. No further information available.